Event description:
It was reported that the user experienced multiple dexcom g7 pairing failures while the ilet was in background run mode, followed by loss of cgm connection and subsequent reconnection, during which the user noted a blood glucose of 328 mg/dl trending downward. Symptoms included hyperglycemia. Outcomes included no report of injury, medical intervention, or hospitalization. Investigation included review of device alarms and user troubleshooting, with education provided. Investigation of this case revealed repeated cgm pairing failures with later successful reconnection; no device malfunction of the ilet was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.